Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00133. The device model number was not provided by the customer. Cf-hq190l was selected as a representative device model. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a patient experienced a perforation during a colonoscopy screening and underwent surgery the next day to repair it. There was no report of a device malfunction. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00133. This report is being supplemented to provide additional information based on the final investigation. Updated field : g1, h2, h3, h6 and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is unable to exclude device problem. The investigation findings do not clearly confirm the presence or absence of the reported problem with the device. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.